Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop shortness of breath. The reported information states the patient was prescribed inhalers and antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused a patient to develop shortness of breath, headache and sore throat. The reported information states the patient was prescribed inhalers and antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the unknown brown and light gray contamination at the modem input side of the device. Unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Film of light gray unknown contamination all throughout inside of enclosure and on top of blower box. Light unknown dust-like contamination on top of the blower motor, blower motor isolators and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), and white specs of contamination on the bottom the blower box. The device's downloaded event log was reviewed by the manufacturer and found three erorrs. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation.